Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced chronic infection at the implant site. On (B)(6) 2014 the patient was prescribed a ten day course of oral antibiotics. The patient underwent a procedure on (B)(6) 2014 for debridement of the site at which time it was noted the device had lost osseointegration. Subsequently on (B)(6) 2014 the patient was administered general anesthesia to facilitate the removal of the fixture. The device has not been made available as of the date of this report.